Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic procedure. Procedure date is unknown, however, reported to be in place for 19 months. According to the complainant, post procedure, the peg tube detached completely in half near the y-connector. The peg tube was replaced with a new endovive initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of peg tube detached/separated. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.